Event description:
I got an approved dermal filler, .5cc juvederm voluma in my left cheek by an experienced doctor and I now suffer from painful post traumatic trigeminal neuropathy (nerve damage). I have been in constant pain. I am now taking gabapentin 400mg x 3 a day but I get little relief.